Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600-700 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and was treated with intravenous fluids of saline and insulin, potassium, and "other medicines"; nature of medicines was not known. Customer was discharged with the issue resolved and no permanent damage; duration of stay was not provided. Event date is approximate. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.